Event description:
The customer reported that while the unit was in use on a patient, the unit displayed a "no pt status available" message intermittently. The pt was switched to another unit and therapy was continued. No pt injury was reported.